Event description:
It was reported that the customer received a motor error alarm on his or her insulin pump. Nothing further was reported.

Manufacturer narrative:
Motor error alarm occured during rewind due to a corroded motor home switch. Displacement test could not be performed due to motor error alarm. The insulin pump had a scratched display window, a cracked display window corner, and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.